Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown unknown head lot #: unknown, item #: unknown unknown liner lot #: unknown, item #: unknown unknown cup lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial left hip procedure approximately 22 years ago. Patient experienced sudden debilitating pain and loss of function due to implant fracture and subsequently underwent revision surgery. Attempts were made to obtain additional information; however, none was available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Femoral component - use with modular head for cemented use only for export only not for distribution in the USA stem size 1 reported event was confirmed by review of provided photograph and radiograph. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. Photograph shows the cpt stem etched with part number "8011-001", "s", and "size 1". The stem was fractured about in the middle. X-ray review confirmed the stem fracture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.